Event description:
The patient had a 23x2.75 cypher stent implanted in the right coronary artery on. Indication for the index procedure was a non-st-elevation myocardial infarction (nstemi). Approximately 5 months post stent implantation, a fracture in the implanted stent was detected. There were no complain symptoms at the time of the fracture detection. The angiogram also showed a focal restenosis. However, this was not treated at the time. The patient was followed up 7 months and 13 months later and there were no reported additional adverse events.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.